Event description:
It was reported that the device did not work from the beginning of the case. There were no patient involvement and no allegations of adverse consequences associated with this event. The account had a back up device on hand, and the procedure was completed successfully as planned with the back up.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the root cause of this event was a defective main pcb control board.